Event description:
It was reported that the personal therapy manager (ptm ) refill dates did not match the actual refill date after the pump was refilled. The anomaly occurred through product use and no patient harm was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).